Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 958703) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included blood pressure high, vaginitis, vulvovaginitis, uterine bleeding, perineal pain and menstrual flow excessive. Concomitant products included hydrochlorothiazide since (B)(6) 2012 for blood pressure high, oral contraceptive nos from august 2010 to august 2011 for contraception as well as cinnarizine (venoxil) since (B)(6) 2013, dimenhydrinate (dramamine) from (B)(6) 2012 to (B)(6) 2015, ibuprofen from (B)(6) 2013 to (B)(6) 2018, iron from (B)(6) 2012 to (B)(6) 2018, paracetamol (tylenol) from (B)(6) 2013 to (B)(6) 2018 and propranolol (propanolol) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("migraine") and headache ("headaches"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and mood swings ("mood swing"). In (B)(6) 2012, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2017, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxiety/psych injury"), female sexual dysfunction ("apareunia") and hypertension ("high blood pressure") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((B)(6) 2018, hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hormone level abnormal, migraine, nausea, fatigue, alopecia, vaginal haemorrhage and female sexual dysfunction had resolved, the anxiety and headache was resolving and the mood swings and hypertension outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for psych injury, hormonal changes, migraine, headaches, nausea, fatigue, hair loss. Trailing coils: left ¿ 3 , right - 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: essure confirmation test(s) (unspecified) result: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea, fatigue, pelvic pain, menorrhagia and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: patient demography and lab data was added. Previously added event ¿injury¿ was replaced with events ¿ pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, hormonal changes, migraine, headaches, nausea, fatigue, hair loss". On (B)(6) 2019: pfs received no new significant information was added. On (B)(6) 2019: pfs received new events mood swing, abnormal bleeding (vaginal) and apareuniawere added. Psych injury was replace by anxiety. Reporter and patient demography added. Medical history and concomitant drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.